Event description:
The customer contacted beckman coulter (bec) to report a leak at the red blood cell (rbc) bath of the coulter act 8/10 analyzer. The customer also reported that the rbc controls were failing when the leak was noticed. The volume of the leak was a few milliliters and was not contained within the instrument. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. The customer was wearing personal protective equipment (ppe), consisting of gloves and a scrub top at the time of the event. No one came in contact with the fluid. Medical attention was not sought. No discrepant patient results were generated in connection to this event. There was no death, injury or change to patient treatment.

Manufacturer narrative:
Beckman coulter service was not dispatched to the customer site because the customer was able to repair the leak by troubleshooting with customer technical support (cts). The customer bleached out the drain lines and zapped the apertures but the rbc bath still was not draining. The customer replaced the baths drain tubing and the leak was fixed. Although the leak was fixed, the customer stated that the rbc controls were still failing. The customer has been contacted to request confirmation that the instrument is passing all controls, but they have not responded. Per labeling, beckman coulter, inc. Urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. The cause of the leak was the drain tubing of the rbc bath. The cause of the controls failing is unknown. (B)(4).